Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full-height drawer 5 and auxiliary full-height (fh) drawer 6 would not open. A field service engineer (fse) removed the back panel and noticed a magnet was missing from the inseparable in auxiliary fh drawer 6. The fse replaced the inseparable and found that the sensor in main fh drawer 5 was not properly secured. The sensor was secured to resolve the issue. The fse opened the top cover, checked connections in the electronics drawer, and removed dust under the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that was unable to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.